Event description:
A follow up was done and there was no issue interacting with the device. No further changes were made.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a telemetry issue was noted and this device could not be interrogated. Stimulation spikes were seen on the electrocardiogram. It was noted that the patient was pacemaker dependent. The device remains implanted. No adverse patient effects were reported. Additional information noted that this patient will be seen and attempted to be interrogated with another programmer and wand.